Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the approximately 80% stenosed lesion was located in the moderately calcified and moderately tortuous iliac artery. As the physician attempted to cross the lesion with the 9mm x 30mm x 75cm express vascular ld stent delivery system (sds) and the stent became "stuck in" the lesion. It was initially reported that the express stent dislodged into the iliac artery. This is corrected to the stent dislodged in the superficial femoral artery. Additional information states that the physician "pushed" the express stent into the iliac artery and implanted the express stent proximal to the lesion.

Event description:
It was reported that during a peripheral stenting treatment procedure the stent dislodged inside the patient. The lesion was located in the iliac artery. Difficulties were encountered as the physician attempted to advance the 9mm x 30mm x 75cm express vascular ld stent delivery system (sds) though the iliac artery due to the 'difficult' patient anatomy. As the physician withdrew the sds from the patient it was noted the express stent was not crimped onto the balloon and had dislodged into the iliac artery. The physician advanced a 4mm x 4mm wanda balloon catheter inside the express stent and inflated the balloon once and removed the wanda from the patient. Next, a 9mm x 4mm wanda balloon catheter was advanced and inflated inside the express stent to adhere the stent to the iliac artery wall. Another express vascular ld stent was deployed in the lesion to complete the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.